Event description:
It was reported that catheter issue occurred. The 70% stenosed, 60 mm x 2.50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was kinked and twisted, and came off the wire. The procedure was completed using another of the same device. No patient complications were reported and the patient condition following the procedure was stable.

Event description:
It was reported that catheter issue occurred. The 70% stenosed, 60 mm x 2.50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was kinked and twisted, and came off the wire. The procedure was completed using another of the same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed imaging core windup with a coiled drive cable, the drive cable kinked, and the imaging window detached near the lap joint section. A photo provided by the customer showed the drive cable coiled and kinked, and the imaging window detached. Based on the evidence, the as reported code of catheter material twisted and catheter kinked are confirmed.